Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v381111, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy but had not sought further help.

Event description:
It was reported that a patient had a systematic bladder, an overactive bladder, and a polycystic kidney. Stimulation did help a little bit with pain the patient had. The patient had had 32 bladder scrapings and 32 ¿dmos¿ treatments. The patient had a return of symptoms and shocking and jolting sensation. Five days prior to the report, when the patient stood up she would pee all over and couldn¿t stop it. When she was walking, suddenly she had a shocking from the hip, down the right leg, and into the foot and it made her fall down. She was currently having problems walking on her foot. She noticed that the implantable neurostimulator (ins) had dropped two or three or more inches lower than it was before five days prior to the report. About three days prior to the report, the patient was not able to connect to the ins with the programmer. The patient went to the hospital and the doctors were not able to help her with the programmer. The morning of the report when the patient woke up, she was really swollen in the abdominal area. Her normal weight was 105 and now her whole body was swollen and she weighed 120. At the time of the report, the patient was able to connect the ins with the programmer and verified that stimulation was not on and the lightning bolt was not in the left hand corner of the programmer screen. The patient turned stimulation on and verified that the lightning bolt was now showing in the left hand corner. The patient was on program 4, increased to 8.5, and felt no stimulation. The patient switched to program 3, increased to 8.5, and felt no stimulation. The patient didn¿t want to try program 2, as she was told that program 2 was broken and ¿wrapped around something¿; she thought it was wrapped around her sciatic nerve. On program 1 at 1.0, the patient was able to feel stimulation in the tailbone and the vaginal area, but it was still very uncomfortable and painful. The patient decreased stimulation to 0.9 and didn¿t feel stimulation at all either sitting or standing. She planned to leave it on that setting. The patient had an appointment scheduled with her doctor the following day and planned to see if a manufacturer representative could meet her at the doctor¿s appointment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.